Event description:
Gross internal dialyzer leak reported on initial use of dialyzer (pre-processed). Verified with blood leak alarm of dialysis machine with visual blood in outlet port of dialyzer. The leak was noted immediately, as blood was entering the dialyzer. Hd interrupted, volume of extracorporeal sys discarded. A new dialyzer was set up and hd restarted without incident. No pt injury or adverse effect reported. Ebl 220 ml equal to volume of blood discarded. Hematocrit stable. No sample is available. MDR filed due to blood loss.